Event description:
During maintenance, the heart lung console display unexpectedly indicated that the system computer was not available. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.